Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 542mg/dl. Customer's blood glucose value was 438mg/dl at the time of the incident and treated with manual injection. Customer declined for troubleshoot. The product was not returned for analysis.